Manufacturer narrative:
Follow-up #1 date of submission 10/28/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked in two places. The pump failed a leak test due to this. Evidence of moisture corrosion was found in the battery compartment. No further moisture ingress was found in the pump. Unrelated to the complaint, the audio bolus button cover was damaged. The button was responsive during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment. There was no reported damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.